Manufacturer narrative:
The micor extractor was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The micor drive and miloop devices used during the procedure are not suspected as causing or contributing to the event. Surgical video was provided to the manufacturer for review. Video footage reviewed by company personnel (medical and engineering) did not reveal any evidence of a device malfunction. The device labeling identifies capsular rupture as a safety risk. (B)(4).

Event description:
A (B)(6) male patient underwent cataract surgery in the left eye on (B)(6) 2021 where the miloop and micor lens fragmentation system (extractor and drive) were used to fragment and remove the cataractous lens. The patient's posterior capsule tore during surgery. The tear was detected while using the micor extractor during removal of lens nucleus. There was no loss of vitreous fluid, no vitrectomy, and no change to the intraocular lens implanted. The surgical video revealed the following additional information and insight. The miloop was used to quadrisect the patient's grade 1+ cataractous lens. There were no problems with the technique used to execute the miloop procedure. There was no damage to the capsular bag observed until later in the case when the micor extractor was being used. There was no evidence of a device malfunction with the miloop or micor devices. Patient follow-up was requested and the surgeon provided the following update on (B)(6) 2021. The patient's preoperative best-corrected distance visual acuity (bcdva) was 20/50. At the patient's most recent postoperative visit on (B)(6) 2021, his uncorrected visual acuity (ucva) and bcdva both improved to 20/20. The surgeon described the event as follows: "pc [posterior capsule] tear noted during removal of lens nucleus. No vitreous prolapse occurred. Bottle height was lowered for cortex removal and the [intraocular] lens was successfully placed in the [capsular] bag." There was no intervention and no change to the surgical plan. Postoperatively, there has been no adverse impact on vision and no sequelae. When the surgeon's opinion was requested regarding contributing factors to the event, the response was: "no second instrument below the micor tip."